Event description:
It was reported that the clip could not open properly at the jaw after being activated during a partial gastrectomy under endoscope. There was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1700069 was manufactured on 04/10/2017 a total of 288 pieces. Lot was released on 04/28/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw out of position as it was pushed into the outer tube. The jaw spring was protruding out of the outer tube and the rotation tab was bent. The sample appears used as there is biological material present on the device. Functional inspection could not be performed due to the condition of the returned sample. However, the sample was disassembled in order to inspect the internal components. Upon disassembly, it was found that the ratchet ears were broken and the jaw spring was severely bent. The bottom jaw had bent jaw legs which caused the jaw to detach from the channel, allowing it to move further into the tube. The sample was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The root cause of this complaint is the bent jaw which would prevent the clips from firing properly and the jaws from opening since the bottom jaw became detached. However, it could not be determined what caused the jaw to bend. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "not opening" was confirmed based upon the sample received. The sample was returned with the bottom jaw pushed into the outer tube which caused the jaw spring to protrude from the tube. It was found that the jaw had bent jaw legs which caused the jaw to detach from the channel, allowing it to move further into the tube. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip could not open properly at the jaw after being activated during a partial gastrectomy under endoscope. There was no harm to the patient.